Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive when the customer was attempting to press the "abc" button. During troubleshooting, it was confirmed that the pump touch screen was responsive. There was no known impact to the customer's blood glucose. Customer was successfully able to press the "abc" button and input transmitter ID.